Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenonsed target lesion was located in the mid left anterior descending artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 10 atmospheres. The device was removed without any issues. The procedure was completed with a different device. No patient complications were reported and the patient is in good condition.